Manufacturer narrative:
Unit received with constant motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Unit also received with corroded electronic assembly. Scratched lcd window and cracked battery tube threads noted during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 278 mg/dl. Troubleshooting was performed. The device was returned for analysis.